Event description:
Patient called lfs in 06/03 alleging their meter was prompting an error 2 message which prevented pt from testing their blood sugar. No symptoms were reported when trying to use the meter. No medical intervention required. Patient also reported blood glucose results of 57 and 112 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.